Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Contacted the customer to find out how long she was off the pump before realizing that her blood glucose was 600 mg/dl. The customer stated she can't remember when she lost the pump, but she noticed that she didn't have it on (B)(6) 2016. One day before going to the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's case manage at the hospital reported via phone call, the customer was admitted because she had lost her insulin pump. Customer's blood glucose was 600 mg/dl when she was admitted. No further information was provided. The device might be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, shifted end cap sticker and minor scratched lcd window.